Manufacturer narrative:
Reporting address state: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the delivered power is lower than it should be. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The main update is related with the device repair investigation after being returned to failure analysis lab: this pca was returned. "Power is lower than it should be¿ this was verified in lab testing. Utilizing the error logs, it was determined that this therapy board failed for t5, pin(s) lifted.